Event description:
During a laparoscopic supracervical hysterectomy procedure, the doctor continued to experience error 5: instrument errors throughout the case and kept resetting the generator to complete the case with no patient consequence. It was determined afterward that the blade of the instrument was broken.